Event description:
Philips received a complaint by the customer on the v60 indicating that there was a continuous alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a continuous alarm. A field service engineer (fse) went onsite to evaluate the issue and was unable to duplicate the reported issue. The fse also verified and reconnected the internal connections as well as the proper resistance of the speakers. The fse was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.